Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2208500 model: sc-2208-50 serial: (B)(6) batch: 189834 UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 794552 UDI: (B)(4).

Event description:
It was reported that the patients leads had high impedances. The patient experienced an inadequate and over stimulation and patient had discomfort. All components were explanted.

Event description:
It was reported that the patients leads had high impedances. The patient experienced an inadequate and over stimulation and patient had discomfort. All components were explanted. Additional information was received that the explanted products will not be returned per hospital policy.